Event description:
The olympus representative reported on behalf of the customer, two (2) colonovideoscopes had tested positive for pseudomonas prior to an on patient demonstration (opd). Therefore, as a precaution, the customer wanted the bronchovideoscope inspected. The device was not used. No patient harm. Furthermore, one (1) additional bronchovideoscope was sent for inspection as a precaution.this complaint is related to patient identifiers (B)(6).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The device was sent to olympus as a precaution and growth of bacterium was not confirmed by the user. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before evaluation, the results confirmed no bacterial growth. During technical evaluation and per the legal manufacture, no defect was found on the device that would cause or contribute to death or serious injury if the malfunction were to recur.